Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a ruby coils, ruby coil detachment handle (handle) and, lantern delivery microcatheter (lantern). During the procedure, the physician detached and placed multiple ruby coils in the target vessel using the handle. The physician then advanced another ruby coil in the vessel and used the handle to detach it; however, the ruby coil failed to detach after multiple attempts. Therefore, the ruby coil was removed. The procedure was completed using a new ruby coil, same handle and, lantern. There was no report of an adverse effect to the patient.